Manufacturer narrative:
Ps364626, method: the complaint valve system of the neopuff was returned to fisher & paykel healthcare (f&p) new zealand and was inspected and tested. Results: the complaint valve system of the rd900 neopuff infant resuscitator was tested and no fault was found. The valve system passed the performance tests. Conclusion: we are unable to determine what have caused the reported event, as the returned complaint valve system passed the performance tests. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A healthcare facility in the united kingdom reported that the valve of a rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator has been recevied at fisher & paykel healthcare (f&p) for evaluation and we are in the process of our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported that the valve of a rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.